Event description:
It is reported that the patient was revised due to pain, femoral component loosening and poly wear.

Manufacturer narrative:
Evaluation summary: revision notes provided observed significant subsidence of the stem where the neck was nearly right down to the lesser trochanter. An extended trochanteric osteotomy was required to remove the stem. Polyethylene wear was noted in a scraping pattern which was likely due to third body particles between the poly liner and femoral head. It is unknown if there was any unreported traumatic events that led to the impressive subsidence. Patient factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. With the information provided, an exact cause of failure cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.